Event description:
It was reported that during surgery to treat a comminuted femoral shaft fracture sustained from a motor vehicle accident, the insertion handle broke. The fracture was treated with an antegrade intra-medullary nail. The surgeon placed the distal locking screws through the nail into the distal femur and attempted to use the insertion handle as a lever to correct the alignment of the femur. As the assistant was pushing down on the insertion handle to correct the alignment, the insertion handle broke. The insertion handle broke in the area where the metal tip connects to the nail. The tip of the insertion handle that broke was noticed to be in the patient under fluro image. The surgeon was able to remove the metal piece from the patient. The surgeon was able to successfully complete the surgery with a ten (10) minute delay to surgery with no harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 11. Dec. 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 03.010.486 lot number 8703555 radiolucent standard insertion handle was likely caused by the application of excessive force during surgery; however, this complaint is not a result of any design related deficiency. Per technique guide, the 03.010.486 radiolucent standard insertion handle is an instrument routinely used in the titanium cannulated tibial nails. The device was returned and reported to have broken at the tip of the device while levering a nail into correct alignment. This condition is confirmed; the distal tab of the insertion handle which keys into the inserted tibial nail appears to have entirely shorn off along a homogenous fracture surface. It is likely that excessive force was applied while levering the nail leading to this complaint condition. The device was manufactured in december 2013 and is over a year old. The balance of the returned device is in otherwise good condition showing relatively little wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Patient gender was reported as male. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.